Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset procedure, and the caller was guided through resetting the pump, after which the cgm error did not reoccur. The sensor session was successfully restarted.